Event description:
Boston scientific crm received information that during a replacement procedure, the physician noted that this right ventricular defibrillation lead had several breaks in the insulation. The associated device was being replaced after being found in fall back mode. No adverse patient effects were reported. The lead was capped and successfully replaced. The associated device was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the associated implantable cardioverter defibrillator (ICD) was thoroughly analyzed. A review of the memory confirmed that the device was in factory fallback mode. Visual inspection found that there were at least five arc marks on the upper right side of the device case. This is an indication that the defibrillation lead had shorted and arced to the device during shock delivery. Testing was then performed where a 1.1 joule shock was administered in the absence of a lead connected to the device. The ICD registered a shock into an open condition in both the initial and reverse polarity, indicative of a failure in the high power output circuitry. The ICD case was then opened and examination of the internal circuitry determined there was overstress damage present. No further testing was performed. Laboratory analysis determined that the ICD went into factory fallback after delivering several shocks on this shorted defibrillation lead. This then resulted in the energy arcing to the device case and damaging the internal circuitry.